Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and fecal incontinence. It was reported that the patient was reviewing their device history, that their first ins battery had been replaced due to normal battery depletion but not their second ins, that was implanted on (B)(6) 2023. The patient reported that from the beginning, their second ins "hurt" and it just got worse and worse and that it began to move around in the pocket and started jutting out, probably after the first 3-4 months of getting the implant. The patient stated it had really hurt and that they had told their healthcare provider (hcp) at the time, that it hurt and the hcp hadn't really done anything about it but say to the patient should let them know if it continued to hurt. The patient stated that they reached out to their manufacturing representative (rep) about it first, pretty early on when it first started to happen (patient couldn't provide a specific time frame for when the rep had been notified but confirmed it had been sometime in 2023). Ultimately patient stated that the rep had recommended to the patient that they should see a different doctor about the issue and the patient ended up going to their current hcp, who met with the patient and it was pretty immediately afterwards that they told the patient they would replace the ins and the patient received their current implant in (B)(6) 2025.